Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. The device was scrapped.

Manufacturer narrative:
H3 other text : analysis by third party.

Manufacturer narrative:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. The device was scrapped. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box- h: if follow-up, what type? , conclusion code grid, evaluation results code grid and evaluation method code grid has been updated. In box g: date received by mgf has been updated.